Manufacturer narrative:
Further information was requested but is not yet available. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise resulting in oversensing was observed on the right ventricular (rv) channel. Abbott technical support was contacted and it could not be determined if the event was due to external noise or the rv lead. Furthermore, increased capture threshold and varying r-wave sensing was observed on the rv lead. No intervention has been performed. Provocative testing is anticipated to be performed. The patient was in stable condition. Related to manufacturer report number: 2017865-2020-17818.